Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(4) this was a case with a 26mm sapien 3 ultra valve in aortic position by transfemoral approach. Post valve deployment, while deflating the commander delivery system balloon, the valve embolized into the aorta. The valve was positioned and implanted in the aorta; however, a dissection occurred at the aortic arch and the patient had to go to surgery. The bleeding was stopped, and a surgical valve was implanted. The patient was well post procedure and discharged home. Per the physicians, a possible root cause of the embolization was a too aortic implantation (100:0 aortic). The too aortic implantation was attributed to an initial high starting point, big amplitude movements, and blood pressure not being low enough, although pacemaker capture was good.

Manufacturer narrative:
Updated h6-type of investigation, investigation findings, investigation conclusions. The device was not returned for evaluation. The complaints for valve malposition and valve embolization into aorta were unable to be confirmed as no imagery and/or medical record were provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. As reported, "post valve deployment, while deflating the commander delivery system balloon, the valve embolized into the aorta. The valve was positioned and implanted in the aorta." Per medical opinion, "possible root cause was a too aortic implantation (100:0 aortic). The too aortic implantation is attributed to an initial high starting point and there were (too) big amplitude movements and the pressure was not low enough although pacemaker capture was good." Per the instructions for use (IFU), valve malposition/embolization are a known potential adverse events associated with the transcatheter valve replacement (thv) procedure. Per training manual, "position the bottom of the center marker at the base of the cusps using fine positioning," which will ensure that final thv position post-deployment will be at 70/30 to 80/20 (aortic/ventricular). In this case, the initial valve positioning was too high, which likely contributed to thv malposition and aortic valve embolization upon deployment. Additionally, per the training manual, systolic blood pressure must be dropped and maintained below 50 mmhg prior to thv deployment to ensure that the blood pressure exerted against the aorta will not interfere with the inflation process. In this case, if the blood pressure was too high, it could have induced an upward ds/thv movement during thv deployment and, thus, contributed to the aortic valve embolization. As such, available information suggests that procedural factors (valve positioning and deployment technique) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.